Event description:
It was reported that the batter of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in an abnormal fashion, device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker gets returned back from the field for analysis.